Event description:
The facility representative reported a colleague infusion pump which is "unable to switch from batteries to mains". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that is unable to switch from batteries to mains was confirmed by baxter service personnel. There was no indication if the condition was duplicated. The root cause was determined to be a defective power supply printed circuit board assembly. The power supply printed circuit board assembly was replaced to correct this condition. This device is colleague version 1.7 pump with a user interface module software version of 7.01.00. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed this device has no previous service history; this was deemed an out of box failure. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.